Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces. She did not seek medical assistance, and has no plans to do so. We will submit a follow-up report if we become aware of any related adverse effect(s) on the consumer's health.